Event description:
Material no. 366408, batch no. 9042930. It was reported that after use of the bd vacutainer® no additive (z) plus tubes the stopper was creeping out as well as sticking to machine during testing. The following information was provided by the initial reporter: the replacement tube cap popping off after some time. This issue has been observed in the past but went away and then now has come back. Several incidents have occurred. After tube goes through testing it gets capped with a different blue cap. This blue cap slowly pops off while sitting on the rack or while in the fridge where it is stored."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and stopper pop off can be observed; however, the stoppers do not appear to have been manufactured by bd. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 366408, batch no. 9042930. It was reported that after use of the bd vacutainer® no additive (z) plus tubes the stopper was creeping out as well as sticking to machine during testing. The following information was provided by the initial reporter: the replacement tube cap popping off after some time. This issue has been observed in the past but went away and then now has come back. Several incidents have occurred. After tube goes through testing it gets capped with a different blue cap. This blue cap slowly pops off while sitting on the rack or while in the fridge where it is stored."